Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Three month post-operative loosening of rod. Primary surgery was (B)(6) 2015; set screw was fixed with proper torque (10n). One (B)(6) 2016 the surgeon found that the left rod was moved toward the head side; the set screw is still positioned on the screw head. Revision surgery is not planned at this time, no products are available for evaluation. Components include: sx587t / s4 lt polyaxial screw 6.5x50mm canulated / lot number 52119303 / quantity 4. Sw790t / s4 set screw new version / lot number 52127955 / quantity 4. Sw577t / s4 straight rod 5.5x50mm hexag.tip / lot number 52080051 / quantity 1. Sw578t / s4 straight rod 5.5x55mm hexag.tip / lot number 52089316 / quantity 1. Ne160r / torque wrench 10nm w/t-handle / quantity 1.